Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
On (B)(6) 2013 intuitive surgical recieved medwatch report uf/importer report (B)(4) with the following event description: during operation mega suturecut needle driver wire broke at tip of instrument. Needle driver removed from sterile field. What was the original intended procedure? Robotic assisted hysterectomy, bso, sacrocolpopexy and tvt. Device usage problem: device failed (e.g. Broke ,couldn't get it to work or stopped working).